Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Critical ram parity error occurred in address 0d 3e on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device experienced a power on reset (por) which resulted in the device reverting back to preset pacing parameters. The patient noted they had been traveling in an airplane the same day the por occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.